Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)- the meter involved with this complaint has been returned; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Event description:
On (B)(6) 2012, the reporter for the lay-user/patient contacted lifescan from (B)(4) alleging that the one touch verio iq meter was powering off during use. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter was powering off during use. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k110637.